Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pendant buttons except up and down were insensitive. The pendant was replaced and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The pendant was installed onto a known good system. The system and pendant booted and readied as normal. The firmware was reloaded on the pendant. The pendant usability test passed. Invalidate home was successful. All pendant control keys functioned as expected. 2d and 3d imaging was performed and passed. Visual inspection failed; the laminate on the face of the pendant was lifting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while setting up the navigation system and imaging system, a manufacturer representative noticed that the pendant buttons were not responsive. The only buttons that they were able to use were the up and down motion. The site had mentioned to the representative that the close button had been intermittently not working. There was no patient present when this issue was identified.